Manufacturer narrative:
Eval summary: the device was evaluated by the MFR who determined that all specifications were met at the time of MFR. In addition, an independent metallurgist also evaluated the product and observed no metallurgical abnormalties.

Event description:
Pt had plate fracture at level of pseudorthrosis.